Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees cauded othcontributed tf information is obtaiesd that was not available for the initial medwatch, a follow-up medwatch witle initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b1, b2, b5: subsequent follow-up with the customer, additional information was received. It was reported that the initial anchor was dug out, removed and discarded. It was further reported that a new bone hole was created. Therefore, all fields have been updated accordingly based on this additional information. H6: health effect - clinical code: injury (e20). H6: health effect - impact code: surgical intervention (f19).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was nt available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a labral reconstruction surgery, the surgeon ran into issues with one lupine loop rapide anchor w/orthocord ds. The suture had some abnormality with it and appeared damaged from the onset. Upon attempting to tie his knots after inserting the anchor, the suture snapped and the anchor was deemed worthless. The complaint device was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [7l26978] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete. The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a labral reconstruction procedure on an unknown date, it was observed that the suture on the anchor device snapped while attempting to tie a knots after inserting the anchor. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.